Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.

Event description:
It was reported that while in the pt¿s room, a leak near the hub was found 2 days after the catheter was placed in the pt¿s subclavian vein. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.